Event description:
While drilling the femoral tunnel, the two flutes of the drill bit broke off into the joint space. The surgeon was able to retrieve the fragments and an x-ray was taken to verify that no fragments remained.